Manufacturer narrative:
Tw ID# (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring came straight out of the cannula, and is not bent as it should be. They used the device and did not require another to be opened. There was no procedural delay. No patient injury. Per photo provided by the complainant, the cannula and the harvesting tool are observed in the plastic tray. No blood is observed on both devices. The jaws on the harvesting tool are observed to be in an open state. The c-ring on the cannula is advanced and it appears to be straight.

Manufacturer narrative:
Trackwise#: (B)(4). CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.¿

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/19/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood were observed. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The c-ring was observed to be intact. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. An investigation was conducted on 04/24/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The clear silicone insulation of the jaws and heater wire were observed to be intact with no visual defects. The c-ring was observed to be intact. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. Based on the returned condition of the device, the reported failure "material deformation; c-ring wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378554 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.